Event description:
Boston scientific became aware of events involving spyscope ds ii access & delivery catheter through the article, "a comparative study of extracorporeal shock wave lithotripsy and cholangioscopy-guided lithotripsy in the management of complex biliary stones: a randomized trial," by hayat khizar, et al. The article describes a single-center randomized controlled study between january 2021 and january 2022. The study involved a total of 84 patients which were assigned to two groups (the extracorporeal shock wave lithotripsy (eswl) group [42 patients] and the cholangioscopy group [42 patients]) using spyscope ds ii access & delivery catheter. According to the article, among the cholangioscopy group, two patients had pancreatitis, three patients developed symptoms of cholangitis, seven patients reported having abdominal pain post lithotripsy, and five patients experienced bleeding. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of january 1, 2021, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: hayat khizar, et al. "A comparative study of extracorporeal shock wave lithotripsy and cholangioscopy-guided lithotripsy in the management of complexbiliary stones: a randomized trial" trauma acute care surg, volume 99, issue 4; 2025;99: 628 - 634. Block h6: imdrf patient code e1021 captures the reportable patient complication of pancreatitis. Imdrf patient code e1109 captures the reportable patient complication of cholangitis. Imdrf patient code e1002 captures the reportable patient complication of abdominal pain. Imdrf patient code e0506 captures the reportable patient complication of hemorrhage. Imdrf impact code f12 captures the serious injury to the patient.